Event description:
During service by baxter, the infusion pump was found to contain failure code 570. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. Evaluation summary: failure code 570 was confirmed once in the event history. The batteries passed the battery discharge test and the pump was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.